Manufacturer narrative:
This event is reportable per 21 cfr part 803. The implant fractured about 6 mm below the implant shoulder. There is nearly no bone adhesion visible on the coronal implant fragment, whereas the apical fragment was not received. This implies that the implant was disintegrated down to the level of the fracture. This degradation increased the lever arm and thus the forces that worked on the implant cross-section. Upon investigation of the fracture surface no material defect or production error was detected. We received a part of a bridge. The 9 unit we received were implant / tooth supported (natural tooth on 27, fractured implant on 25, implants, which were not received on 11 and 12). The occlusal surface of the bridge has a sloped angle to the implant axis and shows biting and grinding marks, as abrasions.

Event description:
According to the available information a patient received an ankylos a14 dental implant on (B)(6) 2009. On (B)(6) 2019 the implants were explanted after 10 years of functional load. The bridge with the broken implant was supported by three natural teeth #7, #8, #15. No bone residues could be found on the coronal implant fragment. That can be evidence for missing osseointegration in that area. Without the support of the bone and by the high load the implant fractured.